Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a broken fragment. Visual inspection confirmed the complainant's experience of a bent obturator tip, as the fragment returned was identified to be the obturator tip and was bent. Based on the description of the event and condition of the returned unit, it is possible that the obturator tip bent due to coming in contact with a hard surface or anatomical structure during insertion. However, the exact root cause of the bent obturator tip is unknown. The obturator tip likely fractured as a result of prolonged lipid exposure while in transit back to applied medical. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This event was reported based on the initial observation of the fractured obturator tip on the returned unit. However, based on further evaluation of the returned unit, applied medical determined that this event is not reportable as a bent obturator tip is unlikely to cause or contribute to death or serious injury. The bent obturator tip is unlikely to particulate and would likely be removed from further usage by the user.

Event description:
Procedure performed: unknown. Event description: [translation]. Difficulties inserting the laparo trocar into the abdomen because the tip of the obturator is not compliant (curved). Impossible to access the abdominal wall. Change of trocar. Intervention: change of trocar. Patient status: no patient injury has been reported.

Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: [translation]: difficulties inserting the laparo trocar into the abdomen because the tip of the obturator is not compliant (curved). Impossible to access the abdominal wall. Change of trocar. Intervention: change of trocar. Patient status: no patient injury has been reported.